Event description:
Customer reported that the device was dropped and now it would not function on battery power. There was no report of pt involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly and determined the root cause for the reported incident to be damage to the l4 inductor due to the drop. The power module filter-input had broken standoffs that allowed the parts to move around and damage the l4 and l9 inductors. The l9 was physically damaged but functioned. The mock-up test device operated on ac or dc power but was unable to charge installed battery.